Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit broke while the proper techniques were being used. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. H6: component code: mechanical (g04) - drill. Visual examination of the returned product identified signs of use in the form of nicks, dings, and etch fading. The drill is fractured along the shaft where the cutting flutes begin. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device was submitted for further analysis. Analysis determined the optical images of the device fracture surface exhibited river lines, and hinge artifacts in opposite corners suggesting that the device possibly fractured due to reverse bending overload. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint is confirmed with the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.